Event description:
It was reported by service report that the footboard connector was broken. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: malfunctioning litter signal coil cord hindered footboard functions.